Manufacturer narrative:
Concomitant product: product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05t1d, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the patient had stimulation or therapy issues of a sudden loss of stimulation and a sudden loss of therapeutic effect. The action required as a result of the event was replacement and the lead would be explanted on (B)(6) 2014. The return status of the lead was unable to be determined. Diagnostic testing of impedance testing and x-rays was performed. It was unknown if the product issue was resolved and was unknown if the cause of the issue was determined. The patient complained of a loss of therapeutic effect and had fallen a few times since. An impedance check was run with 3 electrodes ¿showing impedances.¿ x-rays were ordered and the patient¿s health care provider (hcp) stated they showed lead migration. The patient was alive with no injury and the patient symptoms associated with the event took place at the lead location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient was receiving effective therapy.